Event description:
A patient underwent a supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. It was initially reported by the customer that during operation, there was a problem with the force of the catheter. A second catheter was used to complete the operation. There was no adverse event reported to the patient. On 13-may-2022, the bwi pal revealed that a visual inspection of the returned device found reddish material on the pebax and a hole was observed in the pebax. This finding was reviewed and assessed an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material was observed on the pebax, a hole was observed. The magnetic and force feature were tested and no errors were observed. The force values and the vector were observed within specifications. The evaluation determined that the cause of pebax damage failure cannot be established. The event described as force issue was unable to duplicate during the product investigation. However, the blood found inside the pebax area may be contributed to the force issue reported. Additionally, according to the pictures provided by the customer, reddish material was observed inside the pebax which can be related to the force issue experienced by the customer. The customer complaint was confirmed based on the picture received. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. Regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under p030031/s053. (B)(4). Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).